Event description:
It was reported that bd oralpak ¿ 10ml oral doser had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: product with dirt impregnated in the syringe plunger.

Manufacturer narrative:
Investigation summary: a sample and photo of the doser were made available for analysis in which it was possible to confirm the foreign matter defect. In addition, the batch history analysis was performed, notifications were verified in which there was a notification of quality for foreign matter on the number 200792507 - foreign matter embedded in incident related rod. The rod has degraded material, which is characteristic of material from the machine's injection cylinder that over time accumulates material along the thread. As an action was performed thread cleaning.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd oralpak ¿ 10 ml oral doser had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: product with dirt impregnated in the syringe plunger.